Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 500 mg/dl, with ketones that the customer's doctor would "probably" consider dangerous. The customer addressed bg level with a manual injection. It was reported that the customer would load a new cartridge. Multiple attempts were made to follow up; however, the customer did not respond.